Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that stuck on wire occurred. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified distal internal carotid artery. A filterwire ez embolic protection system was deployed and an 8.0-36 carotid wallstent self-expanding stent was advance. However, the stent became stuck with the wire and was unable to advance further. The wire was difficult to be removed, so the whole system was withdrawn as one unit. Another wallstent was deployed and completed the procedure. No complications were reported, and the patient condition was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). Correction of b1 adverse event/product problem from blank to product problem. Device evaluated by manufacturer: the device was returned and analysis was completed. The device was returned with the product mandrel inserted in the device, and it was sheathed. The product mandrel was removed from the device. During the product analysis a boston scientific 0.014 guidewire was advanced through this device and removed it with no resistance experienced. The filterwire used by the customer was not returned for analysis. The device was returned with the stent sheathed and in the correct location on the device. A visual and tactile examination identified no issues with the catheter or delivery system.

Event description:
It was reported that stuck on wire occurred. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified distal internal carotid artery. A filterwire ez embolic protection system was deployed and an 8.0-36 carotid wallstent self-expanding stent was advance. However, the stent became stuck with the wire and was unable to advance further. The wire was difficult to be removed, so the whole system was withdrawn as one unit. Another wallstent was deployed and completed the procedure. No complications were reported, and the patient condition was stable.